Manufacturer narrative:
Implant fell on the groud. No new implant was placed during the same surgical procedure handling problem from dentist or nurse.

Event description:
Implant fell on the groud. No new implant was placed during the same surgical procedure handling problem of the dentist.